Event description:
There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the there was no allegation of premature depletion or any malfunction. No symptoms were reported other than a lack of stimulation. The hcp was waiting for approval for replacement of the device. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that their original implantable neurostimulator (ins) [patient noted they had 2 inss implanted and 1 pump] was depleted and was schedule to be replaced. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.